Event description:
It was reported by the customer that they got positive flu b .bd veritor ¿ sars-cov-2 & flu a+b. Repeat testing was performed. No patient impact was reported (B)(4). The following information was provided by the initial reporter: customer reports that the got positive flu b when testing the patient specimen using triplex assay "256088" but got a negative flu b result when using flu a+b kit "256045."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Correction: b.5 describe event or problem : it was reported by the customer that they got positive flu b .bd veritor ¿ sars-cov-2 & flu a+b. Repeat testing was performed. No patient impact was reported. There were two false results reported. The following information was provided by the initial reporter: customer reports that the got positive flu b when testing the patient specimen using triplex assay "256088" but got a negative flu b result when using flu a+b kit "256045" (B)(4).

Event description:
It was reported by the customer that they got positive flu b .bd veritor ¿ sars-cov-2 & flu a+b. Repeat testing was performed. No patient impact was reported. There were two false results reported. The following information was provided by the initial reporter: customer reports that the got positive flu b when testing the patient specimen using triplex assay "256088" but got a negative flu b result when using flu a+b kit "256045." (B)(4).

Manufacturer narrative:
Additional information received for d.4 medical device lot #:1269769. H.6 investigation summary: this statement is to summarize the investigation results regarding your complaint that alleges false positive when using bd veritor¿ sars-cov-2 and flu a+b (material # 256088), batch number 1269759. Customer reported that they got positive flu b when testing the patient specimen using triplex assay "256088" but got a negative flu b result when using flu a+b kit "256045". Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number 1269759. The returned product testing was completed and all devices had normal intended results. The reported issue was unable to be confirmed. The root cause could not be identified. Bd quality will continue to closely monitor for trends.

Event description:
It was reported by the customer that they got positive flu b .bd veritor ¿ sars-cov-2 & flu a+b. Repeat testing was performed. No patient impact was reported. There were two false results reported. The following information was provided by the initial reporter: customer reports that the got positive flu b when testing the patient specimen using triplex assay "256088" but got a negative flu b result when using flu a+b kit "256045" eua (B)(4).